Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/17/2021. D.4. Medical device lot #: 320559. D.4. Medical device expiration date: 3/31/2025. H.4. Device manufacture date: 3/24/2020. H.6. Investigation: one open 32g x 4mm pen needle sample and one photo were returned from lot. No. 0084088, cat. No. 320559. Visual examination of the returned sample was carried out and clear tape was observed on the teardrop label. It was also observed that a nanopro teardrop label was attached to a standard pen needle with this tape. No sample was returned for the second lot involved in the complaint. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As no sample or no information on the second lot involved in the product mix was returned no further investigation can be carried out. The clear tape observed on the teardrop label is not applied during the manufacturing process in dl therefore no root cause can be identified.

Event description:
It was reported that a pen ndl 32g 4mm pro 14 bag 700 case jpx had a mix of product type in a pack. The following was reported by the initial reporter: "this is a report about incorrect packaging of micro-fine pro (320559). According to the customer's report, different pen needles were placed in the polybag of micro-fine pro."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a pen ndl 32g 4mm pro 14 bag 700 case jpx had a mix of product type in a pack. The following was reported by the initial reporter: "this is a report about incorrect packaging of micro-fine pro (320559). According to the customer's report, different pen needles were placed in the polybag of micro-fine pro."